Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation system while outside of procedure. It was reported that the site had been in a framed dbs case and had exported all the plans from another system to the navigation system. When the plans were loading in the software, site expanded the frame coordinates section and could only see options for the right side and not the left side. There were three plans and one of them was on the left side. Site confirmed that a frame configuration was selected for each. When mirroring a plan, site could then see the left side as an option however still could not pull up the coordinates of the third plan. There was no patient present when the issue occurred.